Event description:
During the patient's stay in the inpatient obstetrics unit of our hospital on (B)(6) 2026, the nurse, following the doctor's orders for the patient's intravenous fluids, opened the closed IV cannula, which had been successfully punctured, and found that the cannula prn cap was leaking out of the cannula, which prevented it from working properly, and immediately replaced the cannula with a new closed one, and continued to complete the treatment.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect status of the complained sample cannot be identified, and the usage of the sample is unknown, the root cause of the prn leakage cannot be determined. The plant will continue to track and trend for this issue.